Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to clogging of channel mount unit, foreign objects came out of distal end; due to clogging of channel tube, the tube cleaning brush could not be inserted; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to damage on insertion tube rotation ring, up indicators on control section and rotation ring were not aligned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope's cleaning brush got stuck. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: insertion section mount and channel tube were both clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Additional information received from customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cleaning brush used in the previous reprocess caused the clogged foreign material in the biopsy channel /mount unit. The device was supposed to be cleaned post-operatively, but the employee used the wrong cleaning brush, thus causing the event to occur. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in bf-190 series operation manual chapter 3 "preparation and inspection". IFU states that preventive measure in bf-190 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.